Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Visual inspections on the returned device and provided images by customer show that end part of the anchor is broken, ring was found to be cracked and two sutures were stuck between the ring and the driver. The complaint can be confirmed. Further observation shows that the distal end of the both stuck sutures are frayed seems like due to breakage several attempts were made to pull/dislodge the both sutures, but they were remained stuck between the ring and the driver. The ring was able to be moved forward and backward along with stuck sutures. It is possible that the anchor hit the driver awl tip while pulling anchor back and caused the breakage. As per discussion with npd engineer, a potential root cause could be user technique issue where excess mechanical force or tension might have applied due to the sutures being stuck between the ring and driver during anchor insertion, which could have led to the reported failures. A manufacturing record evaluation was performed, and it was indicated that this batch of product (part# 228055/ lot# 6l88735) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the surgery was delayed for 40 minutes. It was reported that there was complication to the patient as there was no lateral row and the tendon could not be fixed with a lateral row. Only with a medial row and this was to less. The procedure was completed only with a medial row because the sutures were cut.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: a1, a2: upon complaint review, it was determined that it was inadvertently missed on the previous report that based on the additional information, the event would likely cause or contribute to a serious injury. Therefore, the event has been assessed as an adverse event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: unavailable. The UDI is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool the healix advance sp peek anchor 4.9mm. During a rotator cuff repair, the surgeon placed a medial anchor with 2 sutures (corkscrew biocomposite with two fiberwires. He used for the lateral row the healix advance sp peek anchor 4.9mm 228055 itemcode and wanted one suture (2ends) through the anchor. From the medial row. We could place the anchor on the humerus and mallet the dilator in the humerus bone. The surgeon applied counter pressure and tensioned sutures individually. The first thread from the anchor was engaged with bone. He holded the blue paddle with one hand and turned the proximal handle clockwise with downward force to insert the healix anchor. Then we saw that the sutures from the medial row were cutted and are still in the inserter as loaded. The sutures from the medial row were too short to try it again with another lateral anchor. The surgeon must cut the sutures with a cordcutter on the medial side. The dilator and anchor from our anchor we removed while pulling on the stay suture. After removing we realized that the anchor was broken on the proximal side. In this case he did only a medial row instead medial and lateral row. The case was reported to (B)(6). We had afterwards three other rotator cuff repairs but he had no more trust in the anchor and will not accept any further trials. No patient consequence reported, no surgical delay. The device is available to be returned for evaluation.